Manufacturer narrative:
(B)(4). The sample is currently in transit to our mfg site for analysis.

Event description:
The customer reported that the inner cannula is stuck and cannot move. Covidien is attempting to gather add'l info related to the circumstances of this report and any associated pt involvement. Covidien is attempting to gather add'l info related to the circumstances of this report and any associated pt involvement relative to care of pt.